Event description:
Reportedly, continuous shutdowns of the subject programmer as well as an impossibility to interrogate devices were reported during an ablation procedure.

Event description:
Reportedly, continuous shutdowns of the subject programmer as well as an impossibility to interrogate devices were reported during an ablation procedure.

Manufacturer narrative:
Please refer to the attached analysis report.